Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the catheter shaft broke. The physician was unable to cross the lesion of an unknown vessel with the taxus express2 3.5x16mm drug eluting stent. As the device was being withdrawn from the body, a portion of the catheter broke once it was outside the body. The remaining portion of the catheter was removed without difficulty. The procedure was successfully completed with another taxus device. No pt complications were reported. Pt condition is satisfactory.